Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made a noise when powered on.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse reloaded b17 software as preventive. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated sections: b4, e1(reporter name and email), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made a noise when powered on. There was no patient involvement.